Event description:
It was reported that the user was able to help get the patient set up on the sensica device. The patient voided after the device was all set up and ready to receive the urine. The user had witnessed around 5ml go into the meter and were waiting for the device to register the output. They gave it 10 minutes and still did not see the 5ml of urine that was voided. The user ended up just manually adding 5ml and then the device looked to be capturing it correctly. Per follow up information received on (B)(6) 2022, there was no patient harm, and the device was working fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed as design related. Patient voided after the device was all set up and ready to receive urine. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. User witnessed around 5ml go into the meter and were waiting for the device to register the output. They gave it 10 minutes and still did not see the 5ml of urine that was voided. User ended up just manually adding 5ml and then the device looked to be capturing it correctly. Per follow up information received on 20jan2022, there was no patient harm and the device was working fine. The serial number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required because labeling could not have prevented this issue the device was not returned

Event description:
It was reported that the user was able to help get the patient set up on the sensica device. The patient voided after the device was all set up and ready to receive the urine. The user had witnessed around 5ml go into the meter and were waiting for the device to register the output. They gave it 10 minutes and still did not see the 5ml of urine that was voided. The user ended up just manually adding 5ml and then the device looked to be capturing it correctly. Per follow up information received on 20jan2022, there was no patient harm, and the device was working fine.